Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level reached 476 mg/dl due to the issue, exceeding the normal range. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. After providing pump reset information, technical support aided the caller in resetting the pump successfully. The malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issues reoccurred and confirmed understanding of the instructions.